Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via medwatch that the deep brain stimulation (dbs) patient had their implantable pulse generator (ipg) replaced for an unknown reason. The patient did well post-operatively. Additional information was not provided.